Manufacturer narrative:
A hot axios delivery system was received for analysis; the stent was not returned. A visual evaluation of the device noted that the stent deployment hub was unlocked and was positioned beyond step 2. The polyimide inner shaft was kinked. There were no other issues with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03575 pertains to the first axios device and manufacturer report # 3005099803-2017-03576 pertains to the second axios device. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first axios stent was inadvertently fully deployed in the patient's duodenum. The stent was removed from the patient with forceps. Placement of a second axios stent was then attempted; however, the second axios stent was also inadvertently fully deployed in the patient's duodenum. The stent was removed from the patient with forceps and the procedure was completed by draining the pseudocyst with a fine needle aspiration (fna) needle. There were no patient complications as a result of this event. The patient's condition was reported to be okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03575 pertains to the first axios device and manufacturer report # 3005099803-2017-03576 pertains to the second axios device. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first axios stent was inadvertently fully deployed in the patient's duodenum. The stent was removed from the patient with forceps. Placement of a second axios stent was then attempted; however, the second axios stent was also inadvertently fully deployed in the patient's duodenum. The stent was removed from the patient with forceps and the procedure was completed by draining the pseudocyst with a fine needle aspiration (fna) needle. There were no patient complications as a result of this event. The patient's condition was reported to be okay.